Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The cobas e 801 analytical unit's serial number is (B)(6). The reagent's lot number is 827232 with an expiration date of 30-apr-2026. The calibration and qc were acceptable. The provided images showed strong abnormalities in the sample (a bubble). The investigation determined the root cause of the issue was due to a bubble in the sample. Allegedly, the bubble was not present at the beginning of the sample workflow, and it appeared when the sample tube was handled by the cobas p501 (post-analytical system). It is not possible to determine how the bubble was formed in the sample. A bubble in the sample, caused by the cobas p501, could not be excluded.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 11.82 pg/ml. The repeated result was 356 pg/ml. This result was considered to be correct. The sample was recentrifuged and retested. The result was 357 pg/ml. The sample was repeated because the initial result didn't match the patient's clinical history.